Manufacturer narrative:
Lot numbers 2747 through 3047-274729, 275729, 275762, 279729, 279762, 280729, 280762, 282739, 283729, 289762, 290729, 290762, 291762, 293762, 294762, 295729, 295776, 296729, 296762, 297762, 297729, 298762, 300729, 300762, 301729, 301762, 302762, 302729, 303729.

Event description:
Mfg intercepted problem during production, small particles of polyethylene plastic were found in the exhalation valve connector tee.